Event description:
It was reported that while in the angiography room, the intra-aortic balloon (iab) was prepped and the sheath was inserted into the patients' right femoral artery. The iab was inserted and positioned in the aorta with fluoroscopy without complications. The pump (iap-0500j) was started and the pump alarmed high pressure (balloon waveform also indicated high pressure). After that, the pump was restarted. The pump alarmed again; high pressure and st segment elevation was noticed. The md removed the iab and the sheath as one unit. The md made a request for another iab. Reference MDR # 1219856-2010-00236 for the second event involving the same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.